Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 36 and 48 hours. The patient experienced symptoms of pain and swelling at the infection site. The patients reported blood glucose level reached 342 mg/dl. The patient removed the pod and cleaned as well as iced the insertion site. The patient had gone to a night clinic where they were diagnosed with cellulitis. The patient was given an antibiotic injection followed by another one for pain. The patient was prescribed amoxicillin--clavulanate 500 (125 mg) to be taken twice a day for 10 days. Customer left the clinic after 3 hours.